Event description:
Pt had blood glucose of 2.8 mmol/l on (B)(6) 2010 and thought insulin delivery of infusion device was too high. At 7:30 a.m., blood glucose was 4.7 mmol/l. Pt ate and delivered insulin through infusion device and experienced hypoglycemia throughout the day. On (B)(6) 2010 at 12:30 a.m., pt stopped using the infusion device. He restarted the infusion device at 8:30 a.m. Blood glucose was "ok" on (B)(6) 2010. Pt thought he might have made a handling error. On (B)(6) 2010, pt reported the insulin delivery of the infusion device was inaccurate. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.